Event description:
As surgeon was utilizing a harmonic scalpel during an operation to grab tissue, part of the blade broke off. The entire piece of blade retrieved and matched source of break on device.